Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity outside normal use observed in the pump history. The battery was not returned with the pump for investigation. There was no physical damage noted to the battery compartment or cap. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The pump was exercised with no evidence of overheating. The complaint could not be confirmed or duplicated during testing.

Event description:
The patient's mother contacted animas to report that the pump and battery felt hot to the touch. There was no reported patient impact associated with this complaint.